Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether levels exceeded 500 mg/dl. Technical support provided reset information for the pump and assisted the customer in resetting it, which resolved the issue without recurrence. The customer continued to use the pump for insulin therapy.